Manufacturer narrative:
(B)(4) date sent: 03/15/2022 d4: batch # u5f874 h6: component code = electrical and magnetic (g02) device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage. The breakaway washer was present and cut, the device was fully loaded with staples. When the battery was installed, the green checkmark did not illuminate, confirming that the device was not fired. Attempts to fire the device throughout the firing range were unsuccessful, confirming the experience. When the device was disassembled, cracks were observed in the conductive traces of the flex circuit (connector contacts). It was determined that the cracks in the flex circuit prevented the anvil detect circuit from functioning thus preventing the device from firing. No conclusion could be reached as to what may have caused the cracks in the flex circuit. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on the cause of the reported event, the damage observed is potentially related to a manufacturing process. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 01/06/2022.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an open sigmoid colectomy, the doctor when below to fire the circular stapler. After closing down to inside the green range, waiting 15 seconds, taking off the red safety, the doctor pulled on the trigger to start the device firing and nothing happened. We tried taking out the battery and putting it back in. We opened the device to outside the green range, then tightened it back down and the device still didn't fire. We opened the device and confirmed that the anvil and metal trocar were completely attached. After nothing had worked, we got another gun and followed the correct steps as before and it fired correctly. 2 good donuts and leak tested negative. The surgery was delayed by 5-minutes. The rep was there during entire procedure and all steps were taken in the correct manor. The surgery was completed successfully. There were no patient consequences.